Event description:
Customer alleges patient entrapment. Serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model echo bd0880-111, serial number/date code (B)(4). The age of the product is unknown at this time. The patient is a (B)(6) male, (B)(6). The patient's medical condition is unknown. The patient's preexisting stability states he has a history of falls. The patient's medication regimen is unknown. The administrator of the facility, (B)(6), stated that the patient was trying to get back into bed when his arm got caught in the assist rail. The patient was found on the floor with his arm caught in the assist rail, which was in the upright position. The resident was taken to the hospital for x-rays. The patient has impacted on displaced fracture of the neck and the left humerus. The resident was being sent to a fracture clinic. The facility did confirm that the resident was in an echo bed and the assist rail was in the up position (assist position). The resident allegedly became entrapped (his arm, upper shoulder) at the front right side of the bed (zone 1- within the rail). The facility confirmed that the resident had a history of falls. The resident has been provided a new bed and the original bed system has been quarantined. Invacare (B)(4) did go out and look at the bed.